Manufacturer narrative:
The data logs were reviewed for this case and based on the evaluation of the data, the handpiece and system performed as expected. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. Errors indicate a recoverable problem that requires operator intervention. If the error occurs during a radiofrequency treatment, the radiofrequency delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. The tip was returned, and the evaluation confirmed damage to the tip membrane along the radiofrequency trace. The tip passed the flow, leak and thermistor tests. The tip failed visual inspection for burnt trace on tip surface, as dielectric breakdown was observed. Functional testing was unable to be performed due to the burnt trace on tip surface. Breakdown of the dielectric material can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. This confirms the customer account of damage to the tip. The tip evaluation confirmed the damage to the tip membrane along the radiofrequency trace. The investigation found stress concentrations on the flex assembly at the adhesive edge that damaged the radiofrequency trace, causes arcing and subsequent burn-through of the flex circuit membrane. The thermage cpt system technical user¿s manual instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems, clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. According to the thermage cpt system technical user¿s manual, burns are a known potential reaction to treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on the available information, this event was most likely caused by damage on the tip membrane. A review of the manufacturing records showed final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. There is an existing nc/CAPA opened for this type of complaint.

Event description:
A user facility reported to the distributor that during a thermage cpt procedure, an unknown smell was realized by the patient and the nurse. At the end of the procedure the physician noticed damage on the tip of the device. The patient had dense red dots and was treated with mebo and eudrol ointment, ice compress, following with ledpdt red light for 15 minutes. The patient was given repair product to use at home. The next day patient reported dense scabs on the face. The current status was reported as no permanent scar. Available pictures were reviewed by the medical reviewer. Erythema and inflammation were visible on the face and neck areas. Pinpoint scabs are visible in one picture. The medical reviewer has deemed this case not serious. The tip was returned for an evaluation and dielectric breakdown was found on the tip.